Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. The system operates as intended.

Event description:
The customer reported problems with a power supply. No pt injury was reported.